Event description:
It was reported the leads both tested normally until after a valve replacement surgery when impedance measured greater than 9999 ohms in both unipolar and bipolar. The leads were not tested off the analyzer and were both replaced. The new leads tested normally when hooked up to the analyzer but were greater than 9999 ohms when hooked to the device. The device was then explanted and replaced due to false high impedance readings, and the leads then tested normally. Additional information was subsequently received reporting high impedance on both leads, and no capture on the ventricular lead. The patient was experiencing some episodes of dizziness. The leads were capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device is part of the field advisory for this model. Evaluation summary: testing revealed anomalous atrial and ventricular outputs, including no output, which was the result of lifted hybrid bond wires.